Manufacturer narrative:
A review of the device history record found no manufacturing or inspection anomalies indicative of a syringe deficiency. A video was submitted with the complaint. The video exhibited that the plunger tip was separated. The complaint report was confirmed. The root cause of this type of condition is a failure in orientation of the plunger when inserted into the barrel due to misalignment or double loading. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are visually inspected for damage and missing components. The lot met all defined acceptance requirements and was released. A review of complaints and subsequent defects did not identify any indication of a systemic issue with the product or process, so a corrective/preventative action (CAPA) will not be issued at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the plunger not sealing into the syringe.